Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 3 of 9. Treatment was stopped and fluid was seen inside the cycler door and flooded onto the floor. Air bubbles were found in the drain line. A new cycler was issued. The patient knew how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient did get a new cycler. The cycler set is not available to return.